Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, femoral endarterectomy treatment procedure was performed by the customer when the issue occurred, and customer had to bring in a mobile c-arm to complete the procedure. The philips field service engineer (fse) inspected the system on site and confirmed that the system did not display x-ray images on the screen. Review of the system log file confirmed the malfunction. Upon troubleshooting, fse found that failure in the detector's built-in self-test (bist); the voltage and radiation levels were within normal ranges, the image output was blank. To resolve the issue, fse replaced the detector. The defective detector was returned to philips for analysis and found the failure in power supply when the voltage was down. After replacement, the system was returned to use in good working conditions. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not display x-ray images on the screen. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.